Event description:
The customer reported that the fiber commenced forward firing during the procedure. The joules accumulated on the fiber at the time of this event were not reported. The procedure was completed with another fiber. No patient or end user injury was reported. Additional details were requested by the manufacturer and have not been obtained.